Event description:
A female patient with lupus underwent an emergent percutaneous coronary intervention procedure in 2008. The coronary intervention was performed through the right common femoral artery followed by closure with the mynx vascular closure device. Despite instructions in the IFU, confirmation via femoral angiogram for patient suitability was not obtained prior to mynx deployment. It was also reported that the operator may not have gained complete temporary hemostasis during deployment. Per the IFU, the balloon should abut the arteriotomy prior to sealant deployment in order to gain temporary hemostasis. Access site hemostasis was reported to be successful and the patient was discharged from the hospital without incident. Five days post procedure, the patient complained of her right leg being cold and pale. Doppler ultrasound demonstrated a right sfa occlusion. Surgical revascularization was successful and she tolerated the procedure well. A post procedure pathology report indicates an organized fibrinoid material associated with polarizable foreign matter and blood coagulum was removed.

Manufacturer narrative:
The device was not returned for evaluation and device lot number was not available. Based on the information provided, the root cause of the incident is likely the result of failure to follow guidelines provided in the instructions for use; specifically, to assess there is no evidence of significant pvd in the vicinity of the puncture, and to ensure the balloon abuts the arteriotomy site. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU.